Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached above 600 mg/dl. It was also reported that the {dm (personal diabetes manager) was not holding a charge. Symptoms reported include hyperglycemia and rsv (respiratory infection). The patient was treated with insulin. The patient was still at the hospital.

Manufacturer narrative:
The case description states that the user's pdm is not holding charge. The controller was able to power on with the returned battery within the device. Upon powering on the controller, the pdm was at the first time startup screen. No log files were available to be downloaded from the device as a result. The device was powered on and charged to 100% battery. The pdm was paired to a pod and set to 50% brightness and connected to wi-fi. The pdm was then used under typical use conditions including programming 4 boluses boluses and entering 8 bg readings every 24 hours. It was noted that the battery level drained to 55% after the first 24 hours and ended at 4% battery after 48 hours. The device was successfully able to hold charge over the 48 hour period and no issues were found with the battery holding charge. However, without the log files from the pdm, it could not be conclusively determined how the battery held charge during the user's time with the device. The exact cause of the reported event could not be determined.